Manufacturer narrative:
(B)(4). Won't close. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a gastroscopy procedure performed on (B)(6) 2009 (patient reported to be (B)(6) old). According to the complainant, during the procedure prior to passing the biopsy forceps through the working channel of the scope, the nurse noticed that the forceps did close properly. There was no damage noted to the device. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.